Event description:
It was reported that the physician was unable to gain epidural access due to an unknown device issue and patient's anatomy. The physician opted to abort the trial procedure. No further information has been obtained.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.